Manufacturer narrative:
This MDR report is part of the 227 pilot program, exemption number: e2015055. Seven devices were received for evaluation. Evaluation confirmed the reported event; the motor flex assemblies were damaged on the devices. There were no remedial actions taken. These devices are not labeled for single-use.

Event description:
This report summarizes <noe> 7 </noe> malfunction events, in which the device smoked. There was no patient involvement for 1 reported event and there was patient involvement for 6 of the reported events; no patient impact.